Event description:
In situ measuremets were indicative of a possible device malfucntion. The user has been reimplanted.

Manufacturer narrative:
Conclusion: device investigation revealed a technical failure of the reference electrode which explains the reported issues. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements were indicative of a possible device malfunction. Reimplantation is considered, but no date has been scheduled yet.